Manufacturer narrative:
All relevant device history records (dhrs) for the relay nbs plus (n2) thoracic stent-graft system (28-n230164302290s) with final assembly lot# b180510204, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2018. There were no nonconformances or reworks in relation to this device. Review of the device history records showed no issues were found during the manufacture of the device. The pre-case plan and intra-operative CT imaging were not provided. The patient underwent a tevar procedure to treat a thoracic aneurysm on (B)(6) 2020 with a relay plus nbs device (28-n230164302290s). No issues were reported during device navigation and deployment; however, unexpectedly 4-years post procedure, the patient's death was reported on (B)(6) 2024. An autopsy was not performed. Without hospital documentation, or further information, the patient's cause of death could not be determined. An update received on 03/09/2026 from alao keji, clinical study manager, stated: "the patient's cause of death: pulmonary insufficiency. It had no relationship with the concern device." Without a pre-case plan and CT study, the anatomy evaluation, aortic sizing, graft selection and stent-graft positioning cannot be confirmed. In conclusion, a review of the device history records showed no issues with the manufacture of the device. The root cause of the reported failure of other adverse event post-procedure resulting in death was pulmonary insufficiency, which is not related to the device.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Death on (B)(6) 2024. Serious ae, no autopsy, relatedness to procedure-undetermined, relatedness to device-undetermined, relatedness to pre-existing condition-undetermined, unanticipated ae, no action taken to treat ae". Patient outcome: "death on (B)(6) 2024".